Event description:
A customer reported a minimum fill notification on (B)(6) 2026, while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer initially filled and loaded a new cartridge, but the issue recurred. Upon refilling the existing cartridge, they successfully loaded it. Technical support educated the customer that the cartridge is not labeled for reuse, and the customer understood. They also instructed the customer to clean the pneumatic tap area on the pump during the next cartridge change and advised calling back if the issue recurs, which the customer acknowledged.